Event description:
Two days after treatment with cosmoplast, the patient presented with red little lumps on the upper right lip. The patient was prescribed the oral antibiotic biaxin 500mg. No diagnosis given, only symptom presentation.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.